Event description:
The customer reported a "minimum fill" notification on their insulin pump. There was no increase in their blood glucose level exceeding 500 mg/dl. Technical support instructed the customer to remove the pump from its case, clean the pneumatic tap area, and try reloading the cartridge. When reloading the same and a new cartridge did not resolve the issue, it was escalated for additional assistance. Ultimately, a replacement pump with updated software was sent to the customer. The customer was informed about their tandem source account for training and advised on the necessary steps for returning the problematic pump.